Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407645 lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was not capturing. The lead was capped, and the physician elected to not replace it because the patient felt well with right ventricular pacing only. No patient complications have been reported as a result of this event.